Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed successfully from the patient, and the procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Updated: a2: age at time of event, unit of measure - age. A3: sex. A4: weight, unit of measure - weight. A5: ethnicity. A6: race. B5. Describe event or problem. G2: report source.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed successfully from the patient, and the procedure was completed with a non-boston scientific device. No patient complications were reported. It was further reported via medwatch report mw5170503 that a post-angiogram was performed, which showed no damage to the vessels.